Manufacturer narrative:
This bed frame has not been inspected yet due to the bed frame not being returned yet. The location of where the actuator broke is unknown at this time. This problem has been assigned CAPA #(B)(4), and a follow-up report will be submitted upon completion of the corrective action.

Event description:
Customer called in stating they had a bed with a broken weld.